Event description:
The customer reported the sys would intermittently shut down. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The interconnect cable was replaced during the svc call. The sys was tested and found to be working an intended and put back into svc.